Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the whole monofilament was exposed at the guide and the posterior cuff and needle tip were attached to the rail end. The link was still attached to the posterior cuff. The plunger and anterior cuff were not returned. Based on the investigation findings, the link was broken at the anterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a suture break. The link break is likely the result of resistance or drag encountered during the procedure. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during use, the suture was found broken. The device was removed and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.